Manufacturer narrative:
(B)(6) clinical and radiological follow-up of the aequalis third-generation cemented total shoulder replacement: a (B)(4) study, journal of bone and joint surgery series b 91 (12): 1594-1600. This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision for glenoid loosening.